Manufacturer narrative:
The device was conform upon leaving the manufacturing site. The reported event most probably results from the friction between the drill bit and the drill adaptor during drilling, causing the metal to heat up and swell, thus causing the mechanical jam. This part was not returned for analysis but a picture was sent for investigation instead. The analysis of this picture did not allow to conclude on the technical root cause of the event, which remains undetermined. However, this topic is addressed through a CAPA and the investigations already performed indicate that the drill adaptor design should be improved.

Event description:
During an seeg procedure using (B)(6) the 2.45mm drill bit became fused while drilling. There was approximately a 30 minute delay to the case.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
During an seeg procedure using (B)(4) the 2.45mm drill bit became fused while drilling. There was approximately a 30 minute delay to the case.